Event description:
It was reported that during the implant procedure, a left ventricular lead dislodged. The physician was not able get the lead back into the desired location. A different model lead was used to complete the procedure. No patient complications have been reported as a result of this event.